Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported inaccurate pulse rate readings. A staff nurse stated that monitor read pulse rate of 40 but when apical heart rate was auscultated count was 80's. According to nurses, this has occurred on an unknown number of patients. There was no known impact or consequence to patient reported.